Event description:
In 2008, it was reported to boston scientific corporation that a CT scanner detected electrical interference during an ablation being performed with an rf 3000 radiofrequency generator. No patient was involved in this event.

Manufacturer narrative:
The device manufacture date is unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.